Manufacturer narrative:
The device was manufactured in 2012, in use of none- alma customer that refuses sending the system for investigation, system maintenance and calibration are unknown. User is not trained by alma representative. The reported injury does not look like known result of harmony q-switch laser treatment. Since the patient underwent an ipl treatment with non-alma device in the same clinic, it is more likely that the ipl treatment was the reason for the injury. As it is not possible to determine with absolute certainty which of the two treatments caused the injury, the report is submitted in good faith. The report was submitted on 27.6.22 in thetest mode, and on 20.7.23 it was resubmitted in the production mode.

Event description:
Patient claims full-thickness 3 degree burn after clearlift laser treatment.